Event description:
A surgeon reported that one day after an intraocular lens (iol) implant procedure, an unplanned refractive enhancement had to be performed. The pt is fine. No further info is expected to be received.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).